Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported. Additional information received indicates that the lead was attempted due to poor threshold, placement difficulty and dislodgement. The lead is not available for evaluation.